Manufacturer narrative:
The reported event of insulation damage was not confirmed. As received, a complete lead was returned in one piece for analysis. Electrical, mechanical, and visual analysis was normal with no anomalies found.

Event description:
It was noted during implant that insulation damage was noted on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. There were no patient consequences.